Event description:
Reporter indicated that a pt had her new generator and lead explanted due to an infection. It was further reported that the pt presented with swelling at the neck site, swelling and purulent drainage at the generator site, blood clots in her arm, fever, nausea, vomiting, and became septic. The pt then underwent treatment with anti-coagulants for the blood clots, and post-operative antibiotic IV treatment. Wound cultures were found to be negative. Physician's assessment concerning the relationship between vns therapy and the reported events is unk to manufacturer at this time.